Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a heat rash under the back-therapy pads. The patient reported the garment was too tight. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to keep cleaning the electrodes and therapy pads with rubbing alcohol. The patient also applied hydrocortisone for the irritation and leaving the device off for an hour. The irritation improved. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a heat rash under the back-therapy pads. The patient reported the garment was too tight. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to keep cleaning the electrodes and therapy pads with rubbing alcohol. The patient also applied hydrocortisone for the irritation and leaving the device off for an hour. The irritation improved. Reporting out of abundance of caution. Supplemental report (B)(6) 2021: submitting report to correct section g4.